Manufacturer narrative:
Occupation: non healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery has experienced premature battery depletion. It was also noted that the right atrial (ra) lead has shown high thresholds. Both devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.